Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were observed during in situ testing. No trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode likely caused by excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. No date for possible re-implantation surgery has been made available yet.

Event description:
Affected channels were observed during in situ testing. No trauma is reported. Reimplantation is considered however no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during in situ testing. No trauma is reported.